Event description:
The customer alleged that an employee received whitening of her fingers when handling a rejected cassette. The employee was not wearing gloves. The area was run under water for 15 minutes and she saw a doctor. The doctor did not prescribe any treatment. The asp customer care reviewed first aid information from the msds with the employee. Her symptom has resolved.

Manufacturer narrative:
Skin contact.